Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer blood glucose level was 113 mg/dl. The customer was assisted with troubleshoot. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshoot previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to a connector resistance issue.